Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018 at 12:33 pm, the customer tested by fingerstick on the meter and the result was >8.0 inr. At 2:00 pm, the customer had a lab test and the result was 4.4 inr. On (B)(6) 2018 at 1:24 pm, the customer tested by fingerstick on the meter and the result was 7.2 inr. At 2:00 pm, the customer had a lab test and the result was 4.2 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is anemic but did not provide a hematocrit result. The customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitor, no diet or medication changes and no bleeding or bruising. There was no adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.